Event description:
Information was received from a consumer regarding a patient currently receiving lioresal (2000 mcg/ml at 480 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient had a serious increase in spasticity; he was very spastic. It was "through the roof and life altering"; he was very uncomfortable and couldn't transfer well. The symptoms had come on gradually; things had been getting worse for months. His pump flow rate was high and it kept going up. The patient thought that the baclofen was not being distributed correctly. The patient had many back surgeries including 2 laminectomies and the catheter tip was near the location of the laminectomy surgeries. The patient also had degenerative disc disease and spinal stenosis. On (B)(6) 2016 a catheter test was done (a dye study under fluoroscopy) to check for patency. No anomalies were noted during the dye study procedure. The patient thought maybe the pump flipped as it was sticking up. The patient had a pump refill scheduled for tomorrow and he would be having a tendon release surgery for his right leg on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.